Manufacturer narrative:
The device download data shows that no hazard alarms were generated. The device was reset and a 5 unit bolus was delivered. The device reset data did not show any alarms. The soft cannula was observed to be damaged. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Insulin was able to freely flow through the fluid path despite the cannula being damaged. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 536 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient experienced an alarm during wear. As treatment, correction boluses were delivered.